Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: it was tiny surgery, appendix. Patient was really fat. And surgeon was not so skilled, residents, specializing. Very much force with introducing trocar. Trocar is still in the hospital. Patient is ok but is assumed that 1-2mm from the tip of the trocar is still in patient. Additional information received from applied medical representative via email (B)(6) 2021: patient is ok. The lot number is 1380167. It was an appendix operation. Too much power to insert the trocar. It was a long and challenging operation to a the surgeon who has not so much skill. The trocar is in the hospital. Patient status: patient is okay.

Manufacturer narrative:
Correction: investigation findings and investigation conclusions.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by high insertion force that caused the obturator tip to fracture during insertion. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: it was tiny surgery, appendix. Patient was really fat. And surgeon was not so skilled, residents, specializing. Very much force with introducing trocar. Trocar is still in the hospital. Patient is ok but is assumed that 1-2mm from the tip of the trocar is still in patient. Additional information received from applied medical representative via email 19jan2021: patient is ok. The lot number is 1380167. It was an appendix operation. Too much power to insert the trocar. It was a long and challenging operation to a the surgeon who has not so much skill. The trocar is in the hospital. Patient status: patient is okay.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: it was tiny surgery, appendix. Patient was really fat. And surgeon was not so skilled, residents, specializing. Very much force with introducing trocar. Trocar is still in the hospital. Patient is ok but is assumed that 1-2mm from the tip of the trocar is still in patient. Additional information received from applied medical representative via email 19jan21: patient is ok. The lot number is 1380167. It was an appendix operation. Too much power to insert the trocar. It was a long and challenging operation to a the surgeon who has not so much skill. The trocar is in the hospital. Patient status: patient is okay.